Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead could not be advanced into the catheter. The physician decided to remove and not used lv lead. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of ¿lv lead was not going inside the catheter¿ was not confirmed. As received, a complete lead was returned in one piece without the catheter. The lead could be fully inserted inside the catheter and removed without difficulties. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.